Event description:
According to a review of provided medical records: (B)(6) 2004 - pt treated for hernia repair with composix kugel mesh. On (B)(6) 2011 - pt underwent exploratory laparotomy, mesh explant, bowel resection. Abscess, adhesions and bowel obstruction noted. On (B)(6) 2011 - implant of porcine mesh. On (B)(6) 2011 - pt reported to have slipped into a coma. Pt's narcotics reversed, since said to be "recovering nicely."

Manufacturer narrative:
Based on a review of medical records and conversations with the surgeon, the pt had a hernia repair made with a composix kugel mesh on (B)(6) 2004. Seven years post implant, the pt was reported to have developed a fistula. During an exploratory laparotomy, an abscess in the area of the mesh was noted. Adhesions were lysed, the mesh was explanted and a small bowel resection was performed due to a bowel obstruction. There is no indication in the medical records or conversations with the surgeon that the previously implanted mesh was responsible for the reported event. However, adhesions and infection are noted as possible adverse reactions in the product's instructions for use. The IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The week following the explant, the pt's hernia was repaired with a bard porcine mesh. The pt is said to have slipped into a coma after the procedure. The pt's narcotics were reversed and pt became responsive and his condition was improving. The doctor reported this post surgical outcome was related to the pt's complex medical history and apparent oversedation, not as a result of the graft placed on (B)(6) 2011. Based on the info available, it is unclear whether the bard mesh contributed to the adhesions or infection, though there is no indication of that in the medical records. We have been informed that a sample will be returned, but we have not received it as of the time of this MDR. It does not appear that composix kugel mesh contributed to the post operative coma after the procedure on (B)(6) 2011.